Manufacturer narrative:
New information in section h6 (device code and patient code).

Event description:
The manufacturer became aware of a pmcf report from foot and ankle centre hirslanden, switzerland. The title of this report is ¿performance and safety of autofix-screws in foreand midfoot surgery: a retrospective data analysis¿ which is associated with the stryker autofix screw system. Within that publication, postoperative complications/ adverse events were reported which occurred between (B)(6) 2015 and (B)(6) 2018. It was not possible to ascertain specific device catalog or patient details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 16 complaint was initiated retrospectively for adverse event mentioned in the study. This product inquiry addresses screw breakage. The bone healed with broken screw in place. 3 out of 3 cases.

Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a pmcf report from (B)(6). The title of this report is ¿performance and safety of autofix-screws in foreand midfoot surgery: a retrospective data analysis¿ which is associated with the stryker autofix screw system. Within that publication, postoperative complications/ adverse events were reported which occurred between january 2015 and december 2018. It was not possible to ascertain specific device catalog or patient details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 16 complaint was initiated retrospectively for adverse event mentioned in the study. This product inquiry addresses screw breakage. The bone healed with broken screw in place. 3 out of 3 cases.